Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision due to charging difficulties. No electrocautery was used. Patient is doing well post op. Facility did not released explanted device.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to charging difficulties. No electrocautery was used during the operation. The patient is doing well postoperatively. The facility did not release the explanted device.

Manufacturer narrative:
Correction to e1: initial reporter phone number and fax number. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the gfe response that states that the patient symptoms began approximately one year ago.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to charging difficulties. No electrocautery was used during the operation. The patient is doing well postoperatively. The facility did not release the explanted device.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Correction to initial MDR in blocks b3, b5. B3: approximated based on the gfe response that states that the patient symptoms began approximately one year ago.